Event description:
It was reported that the physician experienced difficulty implanting the right ventricular (rv) lead. It was also reported that the rv lead had high impedance, high threshold, low sensing values when in the rv apical position. The rv lead was placed on the rv septum and the values were within range. The next day the rv lead had low sensing value and high threshold and was dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.